Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she woke up with high blood glucose readings and her pump is not working. The customer stated that she tried to clear the alarm and an external flash error and force sensor calibration value corrupted alarm occurred. The customer stated that the alarm occurred during a bolus. The customer was unable to troubleshoot during the time of call. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with constant a48 alarm after inserting battery due to software error. No a34 alarm noted during testing. Unable to verify for excessive no delivery alarm, the operating currents and unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to constant a48 alarm. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.